Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between the device and the cause of this event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2007 15-month one step button - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.